Event description:
Additional information received from the device representative indicated that the length of time for the stalls on (B)(6) 2015 were less than 20 minutes in duration. The representative was not sure why the pump stalled on (B)(6) 2015 and had not heard anything further from the patient or physician. The patient was scheduled to go to a long-term rehab and the representative was not notified where that would be. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received by a health care provider via a manufacturer representative regarding a patient who was receiving 30 mg/ml morphine at 4.244 mg/day via an implantable pump for spinal pain. It was reported that the pump had multiple motor stalls. The pump was interrogated, and the logs indicated that the pump stalled and recovered on (B)(6) 2015 and again on (B)(6) 2015. Both times, the pump was stalled for a short time, and according to the physician, these stalls were consistent with the patient having an MRI. The pump was interrogated again on (B)(6) 2015 at which point another motor stall was noted. The patient was very sick and was complaining of bad pain. That third motor stall had started on (B)(6) 2015 at around 7:30 pm and was still stalled as of 5:30-6:00 pm the next day when it was interrogated. The motor stall did recover after several more interrogations. The patient was taking intravenous morphine in addition to the medication in the pump. On (B)(6) 2015, the pump was checked again, and it appeared to be running well. The physician ordered the pump dose to be increased to 5 mg/day. The patient reported feeling much better. Although he had pain, it was not as bad as the night before. The physician decided to continue to leave the pump on and monitor the patient unless another stall occurred. The patient was scheduled to go to rehab in the next week. Additional information was requested to clarify who the initial reporter was and if the cause of the third motor stall was determined. If additional information is received, the event will be updated.